Manufacturer narrative:
Additional serial numbers: (B)(4). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 of the reported events, the bag to vent switch was replaced, to resolve 1 event the vent engine regulator was replaced. To resolve 1 event, the auxiliary common gas outlet switch was disassembled and cleaned to resolve the reported issue.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced mechanical problems. 2 events were reported the bag to vent switch assembly does not consistently lock fully to the vent position. 1 event was reported for a malfunction of the vent engine regulator preventing mechanical ventilation. 1 event was reported for a malfunction of the auxiliary common gas outlet valve preventing mechanical ventilation. These reports were received from various sources. Of the 4 events, 4 did not involve a patient.